Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this pacemaker experienced pain in the pocket. The device was then relocated in a subpectoral pocket and remains in service. No additional adverse patient effects were reported.